Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number )(B)(4). Zimvie received one (1) tac1, (abut tapered 1-pc screw-vent 3.5mm 1mm) for evaluation. Visual evaluation was performed, the abutment has signs of use with debris on the body. The abutment was returned disengaged from the implant. A functional test with the returned implant and tac1, the abutment engaged and disengaged as intended. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tac1 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : damaged drive feature. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No damage to the abutment was identified. The reported abutment assembling event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the patient referred mobility in the bridge. Doctor could see that the abutment is notched/damaged (stuck) along with the implant and the abutment. Upon removal of the tac1, it came out along with the integrated implant at tooth #11. In addition, during the same appointment, it was detected that the abutment on the implant at tooth #13 was fractured at the body, implant wasn't affected. This complaint refers to the abutment which did not disengage the implant at tooth site 11.